Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 the patient's extensions were confirmed fractured visually. Surgical intervention was undertaken on (B)(6) 2025 wherein the extensions were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: health effect - clinical code should e 4412 - movement disorder rather than 2388 - inadequate pain relief. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.